Event description:
It was reported that during a filter placement procedure in the aorta with a 12 fr greenfield vena cava filter, difficulty was encountered when removing the delivery system. After the filter was placed, it stuck on the guide wire and it was necessary for the physician to use a great deal of force to remove the delivery system. The procedure was successfully completed with another of the same device and with no patient complications. Current patient status is reported as 'fine.'

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.